Event description:
It was reported that after the catheter insertion, when checked for reverse blood, couldn't pull it out, and when tried to flush it a little, but couldn't push it. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that after the catheter insertion, when checked for reverse blood, couldn't pull it out, and when tried to flush it a little, but couldn't push it. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of inability to infuse and aspirate is inconclusive because the distal portion of the catheter was not returned for evaluation. One 4 fr two-piece groshong connector was returned disassembled for evaluation. An initial visual observation showed blood use residues throughout the returned groshong connector. Mechanical damage was observed on the molded wings of the proximal connector piece. A small segment of the groshong catheter was returned inside the distal connector piece. A functional test of attempting to infuse water into the proximal connector piece using a 12 ml syringe revealed the proximal connector was patent to infusion and aspirated freely. A functional test of attempting to infuse water through the distal connector piece using a 12 ml syringe by carefully sliding the distal connector piece with the catheter back over the proximal connector metal cannula revealed the distal connector piece was patent to infusion and aspirated freely. Because most of the distal portion of the catheter with its valve was not returned for evaluation, the complaint of difficulty infusing and aspirating was inconclusive. This complaint will be recorded for future trending and monitoring purposes.